Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, in-house testing, review of device history record and a review of labeling. Review of complaint activity did not identify any adverse or non-statistical trends for the architect prolactin assay. An increase in complaint activity was not identified for falsely elevated results with reagent lot 70038ui00. Accuracy testing utilizing in-house retained kits of reagent lot 70038ui00 was executed to evaluate the performance of the assay. All criteria were met indicating that the lot is performing acceptably. The device history record for lot 70038ui00 did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect prolactin assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false elevated architect prolactin result that was discrepant with an alternate method. Sample (B)(6)generated an architect result of 132.41 ng/ml and retest on the siemens and beckman platforms generated results of 36 ng/ml. The customer retested the sample after treating it with peg ((B)(6)) generated 28 ng/ml on the architect and 14 ng/ml on the siemens assay. No specific patient information was provided. No adverse impact to patient management was reported.